Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling of the sleeve during a robotic laparoscopic sleeve gastrectomy, the device was stopped at distal end and an incomplete staple line was observed. Another device was used to complete the case. It was also reported that they tried to charge the defective device and after charging, an indicator on window showed handle error. There was no patient injury.